Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode during a follow-up in the clinic. Patient was asymptomatic. A device download was performed successfully; device remains implanted.